Event description:
The surgeon was performing an open pneumonectomy and was using the covidien stapler on the vessels and bronchus. The stapler was put together and cycled properly by an experienced technician. It fired successfully using vascular loads on the vessels prior to working on the bronchus. When it came time to fire across the bronchus, a green load was requested by the surgeon and was attempted to be fired. The physician was able to squeeze the handle one time, and then on the second squeeze, a loud pop and crack were heard (the sound was describes as sounding like a pulley broke on the inside of the handle). From that point on, the physician was unable to release the half fired load and chose to cut it off using a scalpel. The physician hand sewed the bronchus. According to physician, the reason this may have occurred was the patient had major calcification and the tissue was probably way too thick for the load. There was no adverse patient outcome/injury. The company representative was contacted at the time and came to speak to the physician.